Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high thresholds noted on the right ventricular (rv) lead. Intermittent atrial undersensing was also noted on the right atrial (ra) lead. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.